Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-01506. It was reported the patient underwent a scs trial on (B)(6) 2017 and began bleeding at a rate the physician was uncomfortable with and the trial was abandoned,. The patient had stopped the anticoagulant medications 7 days prior to the procedure. Surgical intervention may be pending at a later date to re-trial the patient.